Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The 80% stenosed target lesion being treated was located in the severely calcified and moderately tortuous right coronary artery (rca). Pre-dilation with a quantum maverick balloon catheter was performed. A 3.00x24mm promus element sds was advanced to the rca and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified damage to the stent struts. Solidified blood was present inside the guidewire lumen. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).